Event description:
Complainant alleged that the staff was attempting to monitor a pt with the device plugged into an ac electrical outlet, when the device powered down. The staff then turned the on/off switch to off and then turned the switch to monitor on. The device powered up for 2-3 mins, then powered down again. The staff was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.